Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision: alval / soft tissue reaction.

Event description:
Asr revision, hip(s) to be revised: right, asr xl, reason(s) for revision: unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision due to take place on (B)(6) 2012. System & revised hip : unknown. Reason(s) for revision: unknown. Update: added side hip, type of product and products. Received: febuary 7th 2013. Hip(s) to be revised: right. Asr xl. Update - added reason for revision taken from claimsuite dated 22nd march 2013. Reason(s) for revision: alval / soft tissue reaction. June 19, 2017: additional information received. Reason(s) for revision: alval / soft tissue reaction. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.